Event description:
It was reported that the reservoirs had many air bubbles. The blood glucose reading was 394 mg/dl, which was treated with a manual injection. The customer stated that she would set up the reservoir without any air bubbles, and about 5 to 6 hours later, she would observe air bubbles thereafter. She stated that the bubbles were about the size of a flathead pen, and she noted that there was one which was twice that size as well. The customer's family or friend stated that leaks of air were getting into the reservoir from the o-rings. He stated that he thought the issue was due to the o-rings getting hot or cold, letting air into the reservoir. The customer advised that they had already changed the reservoir that had the air bubbles. She believed the air bubbles caused the high blood glucose, but the family/friend did not believe that the device was the cause of the high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.